Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Correction to fields d4: unique identifier (UDI)#, e1: initial reporter title, e1: initial reporter address 1, e1: initial reporter city, e1: initial reporter zip/post code, e1: initial reporter phone, e1: initial reporter fax, e2: health professional, and e3: occupation

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of premature battery depletion (pbd). Also, device battery longevity remaining decrease 25% to 15% for a half year. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. This s-ICD remains in service. No adverse patient effects were reported. This device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected of premature battery depletion (pbd). Also, device battery longevity remaining decrease 25% to 15% for a half year. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. This s-ICD remains in service. No adverse patient effects were reported. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of premature battery depletion (pbd). Also, device battery longevity remaining decrease 25% to 15% for a half year. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. This s-ICD remains in service. No adverse patient effects were reported. This device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted.